Manufacturer narrative:
The initial MDR 2517506-2021-00200 was submitted on 18-aug-2021. Additional information (19-aug-2021): a siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse replaced the sample 1 (s1) mixer, the integrated multisensor technology (imt) mixer and the reagent 2 (r2) mixer. The cse performed an auto-alignment and precision aligned the mixers. The cse ran the service methods and system check with acceptable results.

Manufacturer narrative:
A flagged falsely elevated beta human chorionic gonadotropin (bhcg) patient sample test result was obtained from a dimension vista 1500 instrument. Siemens reviewed the available information and found the test result was flagged with an "abnormal assay" flag. The dimension vista 1500 operator's guide provides this explanation for the flag: the result monitor feature uses existing loci, nephelometric, and photometric reads to check for reagent quality and delivery and, for some methods, sample delivery. The message indicates that expected absorbance/kcounts were not met for a specific cuvette or loci reaction vessel. The result cannot be reported. Rerun the sample. The cause of reporting a non-reportable flagged test result is an unintentional use error. The instrument is performing with specifications. No further evaluation of this instrument is needed.

Event description:
A flagged falsely elevated beta human chorionic gonadotropin (bhcg) patient sample test result was obtained from a dimension vista 1500 instrument. The initial test result was reported to the physician(s). The same sample was repeated on an alternate dimension vista 1500 instrument and a lower, unflagged test result was obtained. The repeat result was not reported as the correct result to the physician(s). The laboratory stated the difference in test results was clinically insignificant. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated bhcg result.